Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. Investigation summary: the complaint investigation for discrepant results when using the bd pcr cartridges (ref. 437519), lot: 4204545 with the bd respiratory viral panel for bd max¿ system kit from an unknown kit lot was performed by review of customer¿s data and the complaint¿s history review. Customer reported suspected false positive results for the influenza a (flua) target when using the bd pcr cartridges from lot: 4204545 and provided databases from bd max¿ instruments (B)(6) and (B)(6) for investigation. Customer mentioned run (B)(4) from instrument (B)(6) as an example of a suspected false positive flua target result. Analysis of the runs performed with bd pcr cartridges lot: 4204545 revealed samples (B)(6) (run (B)(4), a2 (run (B)(4), b2 (run (B)(4), b11 (run (B)(4), a9 (run (B)(4), a4 (run (B)(4) and a9/b12 (run (B)(4) from instrument (B)(6), and samples a9 (run (B)(4)), a1 (run (B)(4) and a1 (run (B)(4) from instrument (B)(6), all gave positive flua target results. Pcr curves adjudication performed on these twelve samples revealed expected true amplification in the cy5 channel (flua target) for all the samples. Samples a9 (run (B)(4) and a2 (run (B)(4) were showing late and low amplification in the cy5 channel (flua target), without any anomaly indicative of true low positive results. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, no fluorescence drift or other issue was observed for these twelve samples, suggesting no issue with bd pcr cartridges. Further analysis revealed that run (B)(4), identified as problematic by the customer, was not performed with bd pcr cartridges from lot: 4204545 but with lot: 4341137. Analysis showed true amplification in the cy5 channel (flua target) for sample (B)(6), without issue nor fluorescence drift observed. Customer's data analysis showed no fluorescence issue and current complaint is not suspected of being linked to bd cartridge field action. There is no indication of a consumable issue related to the customer issue based on the analysis of the complaints received for discrepant results due to low positive on bd pcr cartridges lot: 4204545 using bd respiratory viral panel assay. The root cause was not identified. However, the customer¿s positive results all appear to be true positives, including specimens at or near the assay limit of detection (lod), or environmental or cross contamination. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 6 of 12: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. There was no report of patient impact.